Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) wa unable to implant within the patient's body. The rvlp was then removed from the patient's body and attempted to redock with a different delivery catheter, but it was unable to. The rvlp was not implanted, and an alternative was implanted instead on (B)(6) 2025. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited positioning failure within the patient's body. The rvlp was then removed from the patient's body and attempted to redock with a different delivery catheter, but it was unable to. The rvlp was not implanted, and an alternative was implanted instead on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
The reported event of docking issue was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: h11 - provide narrative/data in 2017865-2025-91287 submitted on 19 aug 2025 should have included the following statement "a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."